Event description:
Patient reported left side suspected rupture and active lymph node. Healthcare professional additionally reported ¿shortness of breath," ¿acne, dry skin," ¿tiredness," "headache," ¿joint pain," ¿permanent inflammation in the body," palpitations, ¿racing heart," and "chest pressure¿ all not related to the device . The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "active lymph node" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "active lymph node."